Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is not booting on, after being switched on, the unit starts to bootup and suddenly will shutdown completely. Battery is not charging even when connected to raw power. There was no patient involvement reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is not booting on, after being switched on, the unit starts to bootup and suddenly will shutdown completely. Battery is not charging even when connected to raw power. There was no patient harm reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is not booting on, after being switched on, the unit starts to bootup and suddenly will shutdown completely. Battery is not charging even when connected to raw power. No patients were connected to the unit which was reported as defective. Customer has connected another iabp unit to patient for treating them. No patient therapy was interrupted due to this reported issue. As the customer had another unit, they continued treating the patient. Before connecting the unit to patient itself, they found the issue in the unit.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h4, h6 (medical device - problem code - add 1085), h10, h11 corrected fields: b5

Manufacturer narrative:
A getinge field service engineer (fse) stated, reported issue was unit not booting up. After switching on the unit, it starts to bootup and suddenly unit shuts down completely. No charge in battery and battery is not charging even the unit connected to raw power. While the unit is connected with raw power, its not getting bootup. When we switch on the unit, its tries to bootup but suddenly unit shuts down. Though the battery charging indicator & battery bay indicator lit, battery is not getting charged. Checked and suspected that the problem might be with docking of the console with hospital cart. Checked and docked the console with the cart properly and found the unit is working as per recommendation. Checked all necessary parameters & found ok. Unit handed over to the customer with satisfactory working condition.